Manufacturer narrative:
On 9/20/2019, mentor completed analysis of a video of the device. Upon visual inspection of the video, it was observed a tear in one of the suture tabs. No other anomalies were observed. The video do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor cpx 4 breast tissue expander with suture tabs 650cc and experienced a deflation on the left side which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.